Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09mar2021.

Event description:
It was reported to philips that the device's touchscreen was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:12mar2021. B4:21mar2021. The device was reported to have been in testing while being set-up for use. There was no delay in therapy and no patient harm. Philips field service engineer (fse) was dispatched to the customer site, and it was determined that the touchscreen assembly needed to be replaced to return the device to working condition. The fse replaced touchscreen assembly to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.